Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt , and device info. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none, symptoms/ae: bleeding, time of symptoms: two hours post procedure. It was reported that a technician trained in the use of the starclose device, successfully deployed the starclose clip in the right common femoral artery after a diagnostic procedure. Two hour after the closure procedure and ambulation, the pt experienced an unspecified amount of bleeding at the access site. Manual compression was used successfully and the pt was admitted over night for observation. The pt was discharged home the next day. Though requested, no add'l info was available.